Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending (lad) artery, with heavy tortuosity and heavy calcification, two non-abbott guide wires were placed. A 2.5x12 mm nc non-abbott dilatation catheter, a 2.5x20 mm dilatation catheter and a 2.75x20 mm dilatation catheter was used for dilatation to open the lesion. A 2.5x33 mm multi-link 8 coronary stent system was advanced but could not cross the distal lesion. When pulling the stent system back, abnormal resistance was felt with the guiding catheter during withdrawal and the proximal end of the stent was noted to be flared. A 2.5x20 mm dilatation catheter was used for additional dilatation to prepare the lesion again. A 2.5x28 mm multi-link 8 stent and a 2.5x18 mm multi-link 8 stent were implanted to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported stent damage was confirmed. The reported failure to cross and difficult to remove (resistance) could not be replicated in a testing environment as they were based on operational circumstances. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for stent damage. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.